Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. After deployment of the first clip, it was noted it detached from the anterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip however after removing the lock line, the clip detached from the posterior leaflet. A third clip was implanted between the two slda clips, reducing mr to 3-4. Per the physician, the sldas were due to the thin/friable leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information, the reported slda was due to fragile leaflets therefore due to anatomy. The reported unexpected medical intervention (additional mitral valve procedure) was a result of case specific circumstances as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling. Na.